Manufacturer narrative:
Additional information: b5, b6, h6 and h11. B5: upon follow up, it was reported that the cause of peritonitis is a breach in aseptic technique. At the time of this report, on an unknown date, the patient¿s treatments were stopped, the patient was discharged from the hospital and recovered from the events. It was reported the patient was retrained on proper aseptic technique on an unknown date. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, and "loose motion". The cause of peritonitis was unknown. On the same date of diagnosis, the patient was hospitalized and was treated with heparin (1000 iu, unknown frequency, intraperitoneal), ceftazidime injection (2gm, unknown frequency, intraperitoneal) and amikacin injection (500mg, unknown frequency, intraperitoneal) for peritonitis. At the time of this report, the patient was still hospitalized and recovering from the events. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.